Event description:
Customer reports to have had many bent cannulas and experienced absence of no delivery alarm. Customer's blood glucose elevated to between 500 mg/dl to 600 mg/dl. Customer's blood glucose at the time of call was 300 mg/dl. During troubleshooting, customer did a manual class and got a no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.